Event description:
Olympus was informed that a gastroscope was improperly reprocessed. The gastroscope was used on four different pt's unspecified procedures before realizing that the auxiliary water channel of the gastroscope had not been manually flushed and was not subjected to a high level disinfectant. The user facility further reported a serious injury associated with the reported event; however the type of serious injury is unk or unspecified at this time. The device was isolated and taken out of service. The user facility has requested add'l in-service training on the gastroscope for all their staff. An olympus endoscopy support specialist (ess) will be dispatched. Olympus followed up with the user facility to obtain add'l info regarding the reported event, but with no results.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the pt's outcome could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented. Please reference associated reports. MFR report # 2951238-2014-00321, MFR report # 2951238-2014-00323 and 2951238-2014-00426.